Event description:
The event is reported as: the staples were not releasing from the stapler. No patient injury reported.

Manufacturer narrative:
The sample has been received for investigation. The investigation is not complete at time of this report. A follow-up report will be sent when completed.